Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates and went to the emergency room. Customer was treated with intravenous fluids of saline. Reportedly, the customer was released after 6 hours on 2/10/2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.